Manufacturer narrative:
This report is filed on july 15, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 due to infection. There are no plans to reimplant the patient with a new device as of the date of this report june 23, 2016. This report is filed on june 23, 2016.

Manufacturer narrative:
This report is filed march 3, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a breakdown of the skin-flap. The patient was treated with antibiotics (type and duration not reported); however, treatment was unsuccessful. Subsequently, revision surgery was performed on (B)(6) 2016, to repair the skin-flap and re-drill the implant bed. The implanted device remains.